Event description:
It was reported that the user required assistance to change a steel 6 mm contact/detach infusion set and later reported site pain, followed by an infusion set change using the existing cartridge; the user experienced hyperglycemia with a reported blood glucose of 254 mg/dl that resolved after replacing the site and resuming insulin. Symptoms included site pain without other reported clinical symptoms. Outcomes included transient hyperglycemia without need for outside assistance or medical intervention, and insulin therapy was resumed with blood glucose monitoring advised. Investigation included customer service troubleshooting, guidance on proper infusion set replacement, cartridge handling, rewind and fill procedures, and verification of therapy resumption. Investigation of this case revealed no device alarms or alerts and no reproducible device malfunction, with the event attributed to an unclear cause related to the infusion site or use of infusion set components. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.